Event description:
It was reported that during use with an unspecified bd vacutainer® citrate blood collection tubes an unspecified amount were underfilling. There was no report of patient impact. The following information was provided by the initial reporter: citrate tubes underfilling. Customer thinks it is incorrect collection on staff. Customer states discard tube is not always utilized.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos. Additionally, we were unable to determine the specific catalog or lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use with an unspecified bd vacutainer® citrate blood collection tubes an unspecified amount were underfilling. There was no report of patient impact. The following information was provided by the initial reporter: citrate tubes underfilling. Customer thinks it is incorrect collection on staff. Customer states discard tube is not always utilized.